Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer had experienced this issue multiple times and was informed by technical support that a replacement pump would be sent. The replacement pump will include updated software and training, available through the customer¿s tandem source account. The customer understood the instructions to return the faulty pump using a pre-paid label and acknowledged the procedures to follow upon receiving the new pump.